Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "dr. (B)(6) was using the removaldriver and the tip of the tip of the inner shaft broke off."